Event description:
The reporter stated "the side screw loosens while in use". However, this was discovered prior to use on a pt and there was no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.